Manufacturer narrative:
Visual analysis of the returned device identified: delamination. A leak test was performed and found delamination on the diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve, assessed as adhesive failure. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.